Manufacturer narrative:
Trackwise complaint number:(B)(4). Internal autonumber: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the pneumatic module assembly (B)(4) to correct the issue. The stm then performed autofill on the iabp unit in addition to all calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the intra-aortic balloon (iab) failed causing fluid invasion in the cardiosave intra-aortic balloon pump (iabp). There was no patient harm and no adverse event was reported.